Manufacturer narrative:
(B)(4). Cartridge damaged. The analysis results found that the device was received in good visual condition and with two cartridge reloads present. The reloads were received fully fired and with the gripping surface broken off. The instrument was tested for functionality with a test cartridge reload and it performed as intended. The cut and staple lines were complete and the staples were noted to have a proper b-form shape. While no conclusion could be reached as to how the gripping surface became damaged, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, the device could not staple the target tissue properly at the first firing. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.